Event description:
It has been reported that the bd plastipak¿ syringe luer-lok¿ has been found experiencing leakage during use. The following has been provided by the initial reporter: customer claims that the syringes have manufacturing defects, such as: loose plungers, luer broken and / or bent, preventing vacuum inside the syringe, cracks at various points, causing leakage of drugs and samples of blood (when used in collections).

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe luer-lok¿ has been found experiencing leakage during use. The following has been provided by the initial reporter: customer claims that the syringes have manufacturing defects, such as: loose plungers, luer broken and / or bent, preventing vacuum inside the syringe, cracks at various points, causing leakage of drugs and samples of blood (when used in collections).